Event description:
A caregiver for a vns patient called and reported they had a patient who has been in the hospital, (B)(6), since her device activation about a month ago. He said that she was in the hospital for various reasons. He said that she is having a lot of the side effects noted in the patient's manual. He said that she is experiencing twitching of the body, muscle pain, nausea, vomiting, insomnia (pre-vns, but worse), combative (pre-vns, but worse), agitation (pre-vns, but worse), depression (pre-vns, but worse). Specifics of each event were not known. The patient's vns treating physician was contacted but no further information was known about the reported events.